Manufacturer narrative:
(B)(4). Date sent: 4/12/2021. D4: batch # u95f8f. H6: component code: mechanical (g04). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er420 device was returned without apparent damage and the tyvek was also returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled, and it fed, retained, and formed properly the remaining thirteen clips.after the thirteenth firing, the trigger was noted hard and it did not allow to continue with the functional test. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembly, the anti-backup lever was found damaged and two clips were noted inside clip track. No conclusion could be reached as to what may have caused the anti-backup damaged. In addition, a photo was also evaluated. During the visual analysis of the photo, the following was observed: the photo showed a device from top view with the trigger in the open position. However, the condition of the device could not be assessed. Based on the photo review, the event described was confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Based on the device evaluation, the reported event was confirmed. It should be noted that product failure is multifactorial. Although the event was confirmed, no conclusion could be reached regarding the cause of the reported event. The instructions for use contain the following: "caution: the instrument should be fully squeezed on each firing. If a clip is dislodged prematurely from the jaw tip or fails to advance, remove the instrument from the patient. Completely squeeze the trigger to re-fire the instrument and then continue product use after successful firing." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. H2: additional information received: was there any patient consequence as a result of device not opening? Oozing occurred. Was hospitalization of patient extended due to the device not opening during the procedure? No. File remains reportable as a malfunction based on additional information received.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: was there any patient consequence as a result of device not opening? Was hospitalization of patient extended due to the device not opening during the procedure? Please provide the status of the device as it has not been received for analysis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic colectomy, the jaws did not open when the device was clipped on the middle colic artery at the fourth firing. Three clips were deployed on the ima before the device was used on the middle colic artery at the fourth firing, and no problem was observed. Another clip was used on the central and edge of it, and it was ligated too. The jaws were opened by hands and then oozing occurred. The amount of bleeding is unknown. No blood transfusion was required. Cauterization was performed by the electric knife to stop oozing. Another device was used to complete the case. The patient stays in the hospital, the patient¿s condition has been stable, and no reoperation was scheduled. It is unknown if patient had extended hospital stay as no further information is available at this time.